Manufacturer narrative:
Additional information was received on 2026-05-13 that the patient has a height of 152.4cm and the initials are al. The patient was tested positive for the flu and presented with cough, congestion and generalized body aches. Further devices used were impella cp and crrt via ECMO circuit and then transitioned to hd via trialysis line on 2026-03-06. Further the close contact with other people with the flu during the colder months was leading to more people indoors with less ventilation, which increased the opportunity for the flu droplet transmission. The hls set was replaced on 2026-02-09 and on 2026-02-13 another one was replaced due to increased hemolysis with hgb plasma free trends. This was also about a third hls set that was rattling when priming circuit at certain rpms. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that the hls module is making a rattling/vibrating noise. The hls set was replaced. The patient is a 42 year old female with 93kgs. No harm to any person has been reported. New information was received on 2026-02-16 from the customer stating that the hls set was seated correctly and re-seating was tried. There was no visible damage observed. The noise occurred on 2026-02-13. Further information was received that the hls set was primed on 2026-02-06 and connected to the patient on (B)(6) 2026. As there was a noise and therefore the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.